Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to discontinue use of the device. The implanted device remains. Revision surgery planned but has not taken place at the time of this report (B)(6) 1010

Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to her expected results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6), 2010 at 948am. The patient reported blood glucose results of "200-280 mg/dl" with the subject meter. The patient advised the cca she manages her diabetes with insulin. Despite the alleged issue, the patient continued to take her usual dose of humalog insulin (27.20 basal and .90-1.25 bolus). At an unspecified time prior to the start of the alleged product issue, the patient claimed she felt symptoms of shakiness, sweating and light headed. At 952am after the start of the alleged issue, the patient stated she treated herself with food and/ or drank a beverage. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. However, the treatment received did not correlate with results that were obtained with the subject meter. This complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6), 2010. During the same surgery the patient was reimplanted with another device.(B)(4).

Manufacturer narrative:
(B)(4).